Event description:
As it was reported by the sales-rep via phone: the distal tip of the sgw atw .014 str floppy 195cm wire became bent and unraveled during the procedure. The physician removed the guidewire and finished the procedure with another product. There was no pt injury reported. The product was discarded by the hospital. The target lesion was located in the left main. The lesion was calcified and tortuous. There was difficulty tracking through the vasculature.

Manufacturer narrative:
The product is not available for analysis. Add'l info will be submitted within thirty days upon receipt.